Manufacturer narrative:
The field service engineer (fse) found solenoid valve vl341 malfunctioned causing the probe's rinse block to leak and vl341 was replaced to resolve this issue. (B)(4).

Event description:
The fse found approximately 2-3 mls of diluent would drip out the probe of the unicel dxh 800 coulter cellular analysis system during the probe backwash cycle. The leak was contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated in connection with the reported event.